Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5088490 that a (B)(6) caucasian female patient underwent a breast surgery with unknown saline implants and experienced postoperative bilateral deflation and restless leg syndrome. As a result, the patient underwent removal and replacement with unknown mentor saline implants in 2008. This report is for the right prosthesis.